Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there are missing segments on the insulin pump. The blood glucose reading is 14 mmol/l. Nothing further reported.